Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: event 4. Leaking chemo pumps. Product involved is caresite which is placed on the end of the huber needle used to access patient port mediport.